Event description:
Patient reported it seems they have to reach further in order to get the recharger over the implant. Patient reported the person who looked at the implant stated the ins has not moved and that there were other problems going on with controller. Patient stated it tells them to charge battery in controller and other messages.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c265; serial# (B)(6); product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was contacted and clarified the "something coming through the skin" reporting the feeling comes and goes. They had x-rays done that looked like the ins did not move. Patient was unsure of lead positioning, as they did not see the imaging results. Patient reported seeing replace controller battery message even when at 100%. Patient resets the controller battery and this resolves the issue. Patient also reported the controller screen won't change as well, then they take the battery out and put it back in and this resolves the issue as well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). During the call, pt mentioned they thought the implant in their hip moved around the time pt received replacement recharger from previous case. Pt met with a manufacturer rep about the issue. Pt mentioned healthcare provider (hcp) information. Agent documenting reported information. On 2024-jan-11 additional information was received from the rep. The rep reported the patient (pt) was seen at healthcare providers (hcp) office in (B)(6) of 2023 and it was noted at that time the implant was in place and had not moved around. The hcp confirmed this information. Patient was contacted on (B)(6) 2023 and was offered appointment to meet at hcp office, but patient declined, stating everything was ok with their implant. When the rep had met with the patient previously on (B)(6) 2023, everything was working appropriately. Hcp office reported patient weight, and the issue was resolved.

Manufacturer narrative:
See h2 for the updated coding. D11: section d information references the main component of the system and other applicable components are the leads: product ID 977c265, lot# serial# (B)(6), implanted: (B)(6) 2021, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient reported they kept getting a message on the controller to replace battery. Patient noted they could take the battery out and put back in and it would work for a good while, then do it again. Patient reported it keeps on working if they take the battery out and put back in, they don't know anything else to do.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were told after their exam that the implant has not moved but they think its further to the right in their back. Patient was told it had not moved but they have to reach further to right to get the hole of charger over implant. Patient stated it feel like a wire is sticking in their back skin. No steps were taken to resolve the implant moving; they were told it was still under where the incision was made. It still feels like a wire or something is trying to come through the skin. Issue is ongoing.